Event description:
It is reported that the pt dislocated in (B)(6) 2014. The pt was revised due to a suspected pseudotumor.

Manufacturer narrative:
This report will be amended when our investigation is complete.